Event description:
It is reported that the patient was revised in 2009, due to breakage of the articular surface. Implant date is unknown.

Manufacturer narrative:
Evaluation summary: no product was returned for evaluation. Also, no x-rays and/or operative notes were returned for review. The patient's height, weight, age, activity level, and built is unknown. The duration of the device being implanted is unknown. The product experience report states that the surgeon doesn't recognize that this event is a complaint. Based on available information, a definitive root cause cannot be ascertained at this time. No product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc considers the investigation closed.